Event description:
It was reported that there was a ¿fracture¿, not a break, of the lead. According to the physician, there was a circular cut at the "isolation" of the lead, without breaking the inner cable of the lead. The damage was reportedly detected capping the lead. An anchor was placed over that part of the lead. It was noted that impedances were all ok and within normal range. Additionally, stimulation was fine and the patient was fine. The root cause of the issue was unknown. There were no patient symptoms associated with the event.

Manufacturer narrative:
Implant date is approximate. (B)(4).